Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 300 mg/dl. Prior to the event, the customer experienced high blood glucose levels all day. At the hospital, the doctor thought that she may have had the flu. The customer was not concerned about the insulin pump not working, and stated that one of the settings was not correct. Nothing further was reported.